Event description:
It was reported that during surgery, the blade on the unit blunted and the guard was bent into the unit and produced metal shavings. It was further reported that the surgery was completed using another unit. There were no reports of any adverse consequences.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.